Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment site (specific date not reported). Subsequently, the patient was treated with topical antibiotic and topical steroid (specific date and duration not reported).

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022 in order to remove the abutment. In addition, the recipient underwent skin revision during the same surgery to remove top layer of bone directly around the abutment.